Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had high blood glucose. Customer's blood glucose was 302 mg/dl. The customer stated they did not have any symptoms of high blood glucose. Customer treated their blood glucose with the insulin pump and manual injections. Troubleshooting did not find any leaks or air bubbles on the customer's tubing. Customer also reported several no delivery alarms in their alarm history. Troubleshooting was not completed as the customer declined to perform a high pressure test. The customer will be changing their tubing. No additional information provided.